Manufacturer narrative:
Complaint number: (B)(4). Complaint was received via medwatch. No samples (actual or unused) were received for evaluation. No pictures were received. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint to our affiliated headquarters in austria from which we receive the components of the product. According to their investigation and comments, a review of the production and testing documents indicate no deviations were detected and all requirements were met during production. No abnormalities or deficiencies were detected during in process control that would affect function. Functional testing during in process control did not reveal any deviations. The complaint cannot be determined.

Event description:
Customer states that a needle stick injury occurred on (B)(6) 2015 when the shield did not completely cover the needle upon engagement of the safety. The event was not life threatening, did not result in permanent impairment of a body function, did not result in permanent damaged to a body structure and did not necessitate medical or surgical intervention to preclude impairment or damage.